Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analysis indicated that no anomalies were found to the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead helix became damaged while pulling the lead back. The lead was removed and replaced. No patient complications have been reported as a result of this event.